Event description:
It was reported that surgeons are not comfortable with the results achieved during the proximal tibia cuts. Therefore the decision was made to return the om tibial jig set and replace with genii metal jig set. No back up available. No more information shown.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device was manufactured in 2016. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.